Event description:
It was originally reported that the pt experienced a loss of therapeutic effect and a shocking or jolting sensation. A fractured lead was discovered and it was revised. The pt was at home. The company rep confirmed that the pt no longer had effective stimulation. The neurostimulator, lead and extension were replaced. There were no surgical complications.

Manufacturer narrative:
Final device analysis revealed no anomalies found the neurostimulator. The alleged failure could not be duplicated. Foreign material was found in the connector port. The connector block, insulation coating and titanium can was scratched. The battery was expanded. It was functioning fine. Final device analysis revealed no anomalies found for the extension. Its continuity was acceptable. The distal and proximal ends were intact and undamaged. The outer insulation was intact. Final device analysis revealed no significant anomalies for the lead. No failure was detected but the prod was out of spec. The lead was cut through which was suspected at explant. The continuity was acceptable. All the multiple conductors and wires were stretched. The distal end was not returned. The outer insulation was cut 17.3 cm from the proximal end and was missing from there to the distal end. The proximal end was intact and undamaged.